Event description:
Allegedly the patient was revised due to mom complications (left).

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. The report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00674,00675, 00985, 00987, and 00988.